Event description:
New information states that programming changes were made for the oversensing event of (B)(6) 2017. Later on, it was reported trough remote transmission that noise was observed. It is suspected that the programming changes made for the oversensing were the root cause for the second event. No patient symptoms were reported. New programming changes and induction testing was discussed. Patient will be monitored with routine follow-up.

Event description:
It was reported that episodes of non-sustained rv oversensing was observed on egms. Low-level noise indicative of myopotentials was noted. Programming changes were recommended but not yet made. The patient was asymptomatic.